Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to normal elective replacement indicator (eri) battery status and replaced with another boston scientific crt-d. Upon receipt at boston scientific's reliability assurance laboratory, engineering calculations determined that this device did not meet expected longevity predictions, as described in labeling.